Event description:
Caller alleged discrepant inratio results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.2, lab: 2.9. Nurse was unable to provide any patient information, technique or the strip lot number. Caller reports that strips are taken from the office and sometimes left in nurse's cars in hot weather.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter: 1.2, reference: 2.9, mean: 2.05, confidence limits: 1.3 - 2.7. The mean of inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Unable to perform retained strip test as strip lot number was not provided by the customer. No further investigation is required. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned. No strip lot information was provided. Unable to pursue further investigation. Root cause could not be determined from the information provided by the customer. This issue will be subject to tracking and trending. Corrective action not required at this time.